Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: service initiated ¿ during incoming inspection, service identified high output on cut 6 and 7, and one of the rubber feet was loose from the bottom of the generator. Evaluation process: incoming inspection: - one of the rubber feet was off and was delivered loose along with the generator (cosmetic ¿ no functional impact) - a loose part can be heard when tilting the device. This was identified to be the nut that would hold the rubber foot in place. - during incoming testing, the cut 6 and 7 were out of spec. The pearson method of power verification was used to confirm high output. The measured output was 26.83 and 43.03 watts, respectively (16-24 and 28-42 watts expected) repair description: - the foot has been replaced. The nut, which was found loose inside the generator, was reused. - the device has been recalibrated and a burn in has been performed as described in the service instruction. Root cause: software, which was out of calibration, caused the generator to deliver high output on cut 6 and 7. One of the nuts that secure the rubber feet on the bottom of the generator became loose and cause one of the feet to fall off the generator, which had no impact to functionality. Post repair, the pulsar ii has been successfully tested according to the pulsar 2 service process instruction 61-10-5631 revision h. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Service initiated complaint: pulsar generator was returned for planned maintenance, no issues reported. Servicing discovered high output on cut 6 and cut 7. This report is precautionary, due to an increase in high output recordings during servicing we discovered a gap in training at the (B)(4). The output on this generator is not likely high. We are working on completing the proper training to correct this issue. There was no patient involvement therefore, patient demographic information is not applicable.